Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received used. Not in its original packaging and decontaminated. The downstream sensor and upstream sensor seal were contaminated. Front housing was cracked near latch lock. The reported problem "failed accuracy" was not duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The most probable cause was inaccurate delivery. Trim expulsor to correct the issue. Replaced front housing, 8 keypad, overlay, rear label, bottom label, dso and uso seal. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a failed accuracy. The product fault occurred during testing. There was no customer damage reported and the device issue was not related to physical damage/abuse. There was no delay of therapy, no patient involvement and no patient harm/adverse event reported.